Event description:
It was reported that the lead had dislodged from the branch it was originally placed and encountered very high threshold and loss of capture. The patient experienced heart failure symptoms. The attempt to reposition the lead was unsuccessful. The lead was capped, and replaced. Programming was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead, (B)(6) 2002; 5076-52 implantable pacing lead, (B)(6) 2002. (B)(4).